Manufacturer narrative:
H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported devices was returned for evaluation. The reported condition of a fractured screw stuck in implant was confirmed. Visual inspection of the reported products identified dried blood and bone around the implant, signs of use and a fractured screw piece stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. A device history record (DHR) review was completed for the reported device lot for the implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for the implant for similar event and no other complaint was identified. DHR review and complaint history review could not be performed for the screw, as the lot number associated with the screw (unknown biomet screw) is not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reports that patient presented with a fractured unknown biomet screw in implant in tooth site #11.